Manufacturer narrative:
(B)(4). The sample was discarded, but the patient was able to provide a companion sample and the lot information. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm with air was not confirmed due to lack of a sample. A label review was not performed due to unsuspected user error. Results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A patient contacted (B)(4) regarding assistance with a check patient line alarm while using the homechoice (hc) during the initial drain. The patient stated there was air in the patient line. The patient elected to start therapy over with new supplies. Product surveillance contacted the patient who explained that nothing was noticed with the supplies, and using new supplies resolved the alarm. The patient was able to provide a companion sample and the lot information. The patient stated the air did not enter them as they clamped the line with their hand to stop it. No injury or medical intervention was reported.